Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was short of breath at home which led to a 911 call. While in route to the hospital, the patient went into cardiac arrest. Once at the hospital, there was no cardiac activity and the patient was pronounced dead. Further details have been requested an not yet received. No specific complaints, allegations or previous contacts have been made regarding the device system.